Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, rate accuracy failure was reproduced. Evaluation sent the device to flowline for flowrate accuracy testing and delivered with error percentage of 5.4025%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition determined to be pressure plate travel out of adjustment.the pressure plate requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.